Event description:
It was reported that when using the bd pyxis¿ es server patient orders were not crossing.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the patients and orders did not transfer as expected. A technical support specialist (tss) dialed into the station and verified that the synchronization status, station synchronization connections, and carefusion coordination engine (cce) messages were all current. Upon accessing all in one (aio) server, extract transform load (etl) processes were running, with an uptime of 92.15 days, 90% memory usage, and 30% central processing unit (cpu) usage. There were no errors found in health sight viewer (hsv). As no further issues were reported, the customer approved closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient orders were not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.